Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The patient¿s medical history included spasticity. The patient developed a large swollen area at the site of her spinal incision believed to be leaking cerebrospinal fluid. An MRI showed that the catheter migrated from intrathecal placement and a dye study resulted in no access to the intrathecal space. There were no known factors that may have led to the issue. The catheter was replaced on (B)(6) 2016. At the time of the report the patient¿s status was alive ¿ no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.